Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no alleged device deficiency on the pump and also reported issue with the sensor. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with emergency medical service/ambulance/emergency room visit and intravenous insulin infusion. The event involved product(s) mmt-7040a, mmt-332a, mmt-387a, mmt-1884. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. The customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue the use of the insulin pump. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-387a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer's mother reported issues with the sensors. Customer had a high and a low blood glucose on may 7, 2024. This case is to document the low on may 7, 2024. Please see case-2024-00504563 for the high blood glucose documentation. Customer had a low at work and rushed to the emergency room at 2pm due to fluctuations in his blood glucose values. Insulin drip was given. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.